Manufacturer narrative:
All available information was investigated, and the reported difficult to remove cds from sgc and resistance in the sgc were confirmed via device analysis. Additionally, difficulty advancing the clip was observed and the inner diameter of the tip ring showed a bump of clear material consistent with delamination. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined the difficult to remove and advance cds/sgc, resistance in the sgc, and observed delaminated inner diameter of the tip ring to be related to a potential product quality issue. This complaint is within the scope of an exception as the complaint description and device code match the specific issue described in the exception. Therefore, exception (issue) (B)(4) and exception (action) (B)(4) are referenced. The investigation evaluated the reported issue, and the engineering group was unable to determine a root cause. The probable root cause was determined to be man as inspection could potentially be missed and a potential contributing factor of method as there is no data collection for the inspection. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) and enlarged atrium for a mitraclip procedure. During the procedure, unusual resistance was observed in steerable guide catheter (sgc) while inserting and removing two clip delivery systems (cds). The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.